Event description:
Customer reported that on (B)(6) 2014 around 7:30am she attempted to test using her adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer further reported that although she was not experiencing symptoms, she "took glucagon". There was no report of third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. Test strip lot 1174246 expired on 28-feb-2013. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.